Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump wasn't responding. He took the battery out and cap. All of the buttons weren't sensitive. Customer's blood glucose was unknown. The device is not returning for analysis.